Event description:
Dialysis patient was undergoing dialysis via fistula. The nurse was cannulating the patient's fistula. The patient lost 100cc's of blood when the clamp was left open on the fistula needle. There was no apparent injury to the patient.